Event description:
A 2.5mm diameter x 24mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid om1 lesion. The vessel morphology was reported to have severe calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor delivery system; the stent was unable to cross the lesion. The delivery system was removed, and the lesion was pre-dilated a second time. The endeavor was re-inserted; however, he felt resistance and it was unable to cross the lesion. The sds was being pulled back for removal and upon removal, the stent caught on calcium and dislodged. A balloon was inserted into the undeployed stent and deployed the stent in the proximal om1. The lesion was pre-dilated and another MFR's stent was deployed at the lesion site. The pt is fine.

Manufacturer narrative:
Results - pt's condition affected effectiveness of device (severe calcification with 90% stenosis), inherent risk of procedure (embolism-device); conclusions: device failure/lack of effectiveness to pt condition (severe calcification with 90% stenosis). Other, secondary intervention.